Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) verified that during release testing of the epgs, the oxygen (o2) sensor was reading out of specification at (B)(6) and (B)(6) setpoints. The customer flowmeter was replaced with a lab-use only flowmeter, and the unit then passed release testing. The service repair technician (srt) powered up the epgs unit and calibrated the unit with passing results. He replaced the o2 sensor, and the flowmeter as a precaution. He then performed release testing. The unit operated to the manufacturer's specifications. Per supplier evaluation, the device was left powered on for 24 hour period and experienced no zero drift. Tare functionality and analog outputs were checked. Analog outputs within tolerance and tare pin activated at correct voltage. The failure mode was unable to be replicated. The error listed that the o2 analyzer read out of tolerance at 60% and 100% setpoint was likely caused by the o2 analyzer. This complaint is related to (B)(4)/ medwatch #1828100-2020-00122.

Event description:
It was reported that during laboratory evaluation of the device at the service center, the electronic patient gas system (epgs) failed fraction of inspired oxygen (fio2) testing. There was no patient involvement.